Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the battery gauge was intermittently fluctuating. It was reported that the customer experienced an elevated blood glucose (bg) level of 579 mg/dl; cause was unknown. Reportedly, the customer administered a correction bolus via pump to address elevated bg level. The customer continued to use the pump for insulin therapy.